Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, multiple non-sustained rv oversensing episodes were observed. Myopotential oversensing was suspected. The oversensing was reproduced with deep inspiration. Programming changes were made and resolved the oversensing. The patient was in good and stable condition after the event.